Event description:
Info received indicated the right intermediate siderail does not latch properly.

Manufacturer narrative:
The hill-rom technician found foreign material around siderail latch. He cleaned and lubricated latch to resolve the issue.